Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, an unspecified channel of the device was programmed to deliver an unspecified concentration of levophed, and the delivery was started. No specific programming parameters were provided. On an unspecified date and time, the other channel of the device was programmed to deliver an unspecified concentration of "neo" and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse reported the device alarmed for proximal occlusion and air in line. It was reported an unspecified volume of air was noted in the tubing set distal to the device. At that time, the nurse removed the tubing set from the device, removed the air and reloaded the tubing set into the other channel of the same device. It was reported that the patient was customer contact indicated that during the minutes of delay in resuming the therapy, the patient's systolic blood pressure decreased quickly to an unspecified level. Though requested, no additional information was provided, including if therapy was resumed using a replacement device and if medical interventions were required.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.